Manufacturer narrative:
Patient information was requested and no response received.

Event description:
The customer reported that the ventilator alarmed with blower temperature high and the blower is noisy. The customer reported that the unit was in use on patient, but there was no patient harm reported.